Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient's report showed a pump off alarm in the event log on 04jan2024. It was noted that the event occurred during the same admission for the left ventricular assist device (lvad) implantation on (B)(6) 2023. During the event, the patient was on a system monitor and they were stable and did not feel uncomfortable. The nurse said they did not hear the alarm notice on the system controller and that they did not touch the pump stop button or the screen. Log files were submitted for review. The log file recorded a left ventricular assist device (lvad) off alarm flag associated with an intentional pump stop fault flag (f69), on 04jan2024 at 02:14:02 while connected to a power module. The event indicated that the pump stop button was momentarily pressed on the monitor. The log file indicated that the pump was off for around 3 seconds before ramping back to its set speed. The system monitor was changed after the notice event and was subsequently not used because the patient was well and preparing to discharge. It was noted that the function of the system monitor worked as expected. Related manufacturer reference number: 2916596-2024-00388 (system monitor), related manufacturer reference number: 2916596-2024-00394 (system controller).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed an intentional pump stop event; however, a specific cause for this event could not be conclusively determined. The controller event log file captured an intentional pump stop on 04jan2024, which lasted approximately 3 seconds (refer to the system monitor investigation for more information). Following the event, the pump resumed operation at the set speed without issue. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed prior to and immediately following the pump stop. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) and patient handbook outline system alarm conditions as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The IFU also contains information regarding the system monitor and the use of the pump stop button. This document states that the pump stop button can be used to turn off the pump and further explains that the pump stops within the first few seconds of holding down the pump stop button; however, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. The IFU and patient handbook contain information on system alarm conditions, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The IFU also contains information regarding the system monitor and the use of the pump stop button. This document states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a ¿stopping pump¿ message will be displayed. This document further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.